Manufacturer narrative:
Batch review performed on 07-nov-2022: lot 2112390: (B)(4) items manufactured and released on 04-nov-2021. Expiration date: 2026-10-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of the review.

Event description:
At about 4 months after the primary surgery, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the poly and the surgery was completed successfully.